Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.